Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula on (B)(6) 2024. Her blood glucose level was 171 mg/dl. The issue occurred with tfive similar types of infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.